Event description:
This unsolicited device case from united states was received on (B)(6)-2016 from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc and had swollen leg, had pain for 2-3 days and had knee effusion. No past drug, medical history, concomitant medications or concurrent condition was provided. On (B)(6)-2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for osteoarthritis knee. On an unknown date in (B)(6)-2016, the patient experienced pain for 2 to 3 days. On an unknown in (B)(6)-2016, after the second synvisc injection, the patient had swollen leg, pain. On an unknown date in (B)(6)-2016, the patient's physician aspirated knee and the patient was treated with methylprednisolone (medrol) dose pack. On (B)(6)-2016, the treatment with synvisc was stopped. It was reported that the patient had some pain relief but refused third injection of synvisc. Action taken: permanently discontinued. Corrective treatment: methylprednisolone (medrol) dose pack for swollen leg, had pain for 2-3 days; aspirated knee and medrol dose pack for knee effusion. Outcome: recovering for had pain for 2-3 days; unknown for swollen leg and knee effusion. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all the events. Follow up information was received on 25-mar-2016. No new information was received. Additional information was received on 05-apr-2016. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-apr-2016: the additional information does not alter the previous case assessment. Sanofi company comment dated 30-mar-2016: this case concerns a female patient who received synvisc injection and later had swollen leg, pain and knee effusion. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited device case from united states was received on 25-mar-2016 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc and had swollen leg, had pain for 2-3 days and had knee effusion. No past drug, medical history, concomitant medications or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for osteoarthritis knee. On an unknown date in (B)(6) 2016, the patient experienced pain for 2 to 3 days. On an unknown in (B)(6) 2016, after the second synvisc injection, the patient had swollen leg, pain. On an unknown date in (B)(6) 2016, the patient's physician aspirated knee and the patient was treated with methylprednisolone (medrol) dose pack. On (B)(6) 2016, the treatment with synvisc was stopped. It was reported that the patient had some pain relief but refused third injection of synvisc. Action taken: permanently discontinued. Corrective treatment: methylprednisolone (medrol) dose pack for swollen leg, had pain for 2-3 days; aspirated knee and medrol dose pack for knee effusion. Outcome: recovering for had pain for 2-3 days; unknown for swollen leg and knee effusion. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for all the events. Follow up information was received on 25-mar-2016. No new information was received. Pharmacovigilance comment: (B)(4) company comment dated 30-mar-2016: this case concerns a female patient who received synvisc injection and later had swollen leg, pain and knee effusion. The causal relationship between the product and the event has been considered to be possibly related. However lack of information regarding patient's medical history, concurrent condition, concomitant medications and other risk factors precludes the complete medical case assessment.